Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 458mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. The programming, time, and date were correct. It was stated that the customer changed the infusion set to resolve the issue. Ran a fixed prime and high pressure test and they passed. It was stated that the customer inserts manually and does not pinch up the skin. The caller stated that there are leaks. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.